Manufacturer narrative:
The technician adjusted the tredelenburg limit switch to resolve the issue.

Event description:
The technician alleged the bed will not go into tredelenburg or reverse tredelenburg. There were no reported injuries.